Event description:
It was reported that oversensing on the atrial channel of the pulse generator had caused automated mode switch episodes. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.